Event description:
I had bilateral breast implants inserted (B)(6) 2015. Mentor high profile, cohesive gel. Over the past 3 1/2 years, I have been experiencing many symptoms which include: joint and muscle pain, neck/back/shoulder pain, hair loss/thinning; unexplained skin rash/lesions on one foot, gi issues to include sudden food intolerances, abdomen pain, bloating, belching, gerd, constipation, new allergy to parabens, frequent urination (tested negative for diabetes and insulin resistance), excessive thirst, decline in vision; cognitive dysfunction to include brain fog, memory loss, inability to focus, cannot recall words, decreased libido; sleep disturbance/insomnia, breast/chest wall pain. I have seen my pcp, rheumatologist, gynecologist, and endocrinologist for these issues. Blood work demonstrated increased markers such as ana but I was not diagnosed with an autoimmune disorder. FDA safety report ID# (B)(4).